Manufacturer narrative:
Additional information : section h6. The recipient underwent two months of antibiotic treatment (type unknown) without improvement. The discharge was confirmed to be infectious in nature, and the cholesteatoma was completely removed. The recipient is currently in good health. There was mild discomfort in the skin around the implant site due to bleeding during surgery; however, magnet retention is adequate. The discomfort has gradually improved over time. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode extrusion. Additional testing also revealed a cholesteatoma. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.